Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). Customer declined tandem technical support's offer to trouble shoot and customer declined to provide additional event information. Reportedly the customer reverted to manual injections for insulin therapy.